Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection and wound issues. The following eleos implants were removed: tibial hinge component, cemented segmental stem (11x152mm), cemented segmental stem (15x152mm), distal femur axial pin, proximal tibia, distal femur, and tibial poly spacer. The surgeon placed an antibiotic spacer. No additional information regarding this event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established.

Manufacturer narrative:
The device will not be returned for investigation. The investigation is in progress. When the investigation is complete, a supplemental report will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00202, #3013450937-2021-00203, #3013450937-2021-00204, #3013450937-2021-00206, #3013450937-2021-00207, #3013450937-2021-00208. The patient involved in this adverse event underwent a previous revision surgery on (B)(6) 2021. The following mdrs were reported for this event: #3013450937-2021-00133, #3013450937-2021-00134, #3013450937-2021-00135, #3013450937-2021-00136, #3013450937-2021-00137, #3013450937-2021-00138, #3013450937-2021-00139.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection and wound issues. The following eleos implants were removed: tibial hinge component, cemented segmental stem (11x152mm), cemented segmental stem (15x152mm), distal femur axial pin, proximal tibia, distal femur, and tibial poly spacer. The surgeon placed an antibiotic spacer. No additional information regarding this event has been provided.